Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device handle locked after 1 hour of use during the right sided hemicolectomy. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.